Event description:
It was reported that "the guide wire frays and unravels while inside the patient resulting in a safety issue to the patient. This happened at least 5 times over the past month". The wire was removed, and the procedure was attempted with new kit. The patient had no harm from this incident. The associated emdr report numbers are 9680794-2025-00208, 9680794-2025-00209, 9680794-2025-00207, 9680794-2025-00210 and 9680794-2025-00211.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the guide wire frays and unravels while inside the patient resulting in a safety issue to the patient. This happened at least 5 times over the past month". The wire was removed, and the procedure was attempted with new kit. The patient had no harm from this incident. The associated emdr report numbers are 9680794-2025-00208, 9680794-2025-00207, 9680794-2025-00210 and 9680794-2025-00211.